Event description:
The doctor was using the holmium laser in outpatient surgery with a 200 micron laser fiber. The laser fiber snapped and gave the surgeon a small burn - he had a small white area on his finger from the burn. The laser fiber was removed from the patient. No apparent harm to the patient was noted.